Event description:
The customer reported that they received an erroneous result for one patient sample tested for cholesterol. The sample initially resulted as 8 mg/dl and this value was reported outside of the laboratory. The result was questioned, so they repeated the sample and it resulted as 206 mg/dl accompanied by a data flag. The 206 mg/dl value was believed to be accurate and a corrected report was generated. The patient was not adversely affected by the event. The cholesterol reagent lot number was 65677301 with an expiration date of 10/31/2012. The field service representative was not able to determine a cause. He checked alignments, checked rinse dispenses, and performed a mechanism check. He bleached the inside of the sample probe. He ran a precision and all results were within normal ranges.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Based upon information provided, there are no general issues at the customer site.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.